Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 25-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report from the (B)(6), stating "a corflow nasogastric tube was sited tor feeding purposes on (B)(6) 2017. On the subsequent check chest x-ray, it was noted to lie in the right lung and a right apical pneumothorax was also noted. There had been no pneumothorax on previous chest x-rays and the patient had not shown clinical signs of a pneumothorax. Our impression was that the ng tube had caused a lung injury resulting in the development of the pneumothorax. Small volume right pneumothorax, managed conservatively to good effect. At time: ng tube removed immediately unfortunately disposed of by ward staff prior to escalation of incident), respiratory opinion sought." Additional information received 14-jul-2017 stated, " the death of the patient was (B)(6) 2017, the cause of death was (as per death certificate) aspiration pneumonia, severe vascular dementia, hypertension, type-2 diabetes mellitus, cerebral vascular accident and parkinsonism.

Manufacturer narrative:
The investigation concluded that the root cause of the reported issue was determined to be incorrect use of the device. All information reasonably known as of 2-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).